Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. Blood glucose level at the time of incident was 470 mg/dl. The insulin pump was getting insulin flow block alarms. It was known that customer was using the auto mode feature. Customer had been using insulin pump within 48 hours of reported. Customer stated they did not had any symptoms. The troubleshooting was performed. The insulin pump will not be returned for analysis.